Event description:
It was reported that the fracture settled behind the trochanteric fixation nail system (tfn) and the helical blade migrated out of the femoral head and may have migrated out of the nail. This was seen on an x-ray taken on an unknown date. The device was originally implanted on (B)(6) 2014. The device was explanted on (B)(6) 2014. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Additional narrative: expiration date - 07/2023. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Date of event: unknown. Expiration date: july 2023. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device history record review: a review of the device history record revealed no complaint related anomalies. The device history record shows lot 7771234 of 11.0mm ti helical blade was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot (7370545) met all specifications with no anomalies noted. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.